Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. It was noted false elective replacement indicator (eri) triggered on (B)(6) 2015 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. (B)(4).

Event description:
It was reported that during a device interrogation, the implantable pulse generator (ipg) exhibited elective replacement indicator (eri) status and after clearing and reprogramming the device, normal battery parameters were observed. It was noted that a measurement lock-up inappropriately triggered eri. The ipg remains in use. No patient complications have been reported as a result of this event.